Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized twice on (B)(6) 2011 due to high blood glucose over 700mg/dl, and on (B)(6) 2012 due to low blood glucose. The customer stated that the night before she called the doctor, who advised to go to the hospital, and her sister found her incoherent lying on her bed. The customer had been vomiting all night long, and when she was taking to the hospital she was in coma. Troubleshooting was performed, and the drive support appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. Reviewed the alarm history and found multiple low reservoir and low battery alarms. The customer mentioned having issues with the quick serter. After receiving the tubing clamp the customer called to perform the high pressure test and passed. No further information was provided.